Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be stretched to a length of 1.2745 inches and therefore the length was found to be out of specification. Fluid was able to flow through the entire fluid path despite the damage to the soft cannula and no leaks were observed. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.